Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2026, the patient reported that he had just gotten out of the hospital. There was no documentation of the patient¿s hospitalization being related to the dexcom device. However, after being out of the hospital, the patient further stated that his ¿dexcom was not working properly¿ and he had to visit his doctor. No further patient or event details, including what the cgm issue was, patient symptoms, or treatment details, were available as the call was disconnected. Attempts to reach the patient back to obtain further event details were unsuccessful. No other patient or event details were available. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.